Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two of the heartstring iii seals were stuck in the loading device. The hospital did not report any patient effects. The products are not returning for investigation. Refer to MFR report 2242352-2011-01540.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) related to the described issue. (B)(4).